Event description:
The customer observed falsely elevated potassium results on the architect c16000 analyzer. The following data was provided: sid (B)(6) initial (B)(6), repeat (B)(6) mmol/l. The field service engineer (fse) was onsite and noted that the ict syringe was not connected correctly and this caused the waste to overflow causing the leak under the track. This had also caused the results to be discrepant as the sample was not fully aspirated from the cuvette. The fse adjusted the syringe and ran cal and qc. There was no impact to patient management reported.

Manufacturer narrative:
This event was previously reported under MFR report number # 1628664-2020-00069 (abbott laboratories, irving atm). All further communication will be submitted under this MFR report number (abbott laboratories, irving ia/cc) as this is the correct manufacturing location. Correction/removal number: rcr # 3016438761-10/06/21-003-c. All available patient information was included. Additional patient details are not available. The investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Service discovered that the ict suc syringe was not connected correctly causing the waste to overflow and leak under the track. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.